Manufacturer narrative:
Inspection of the returned lens shows one distorted haptic. Prior to release the lens met all manufacturing specifications. The damage observed is most likely related to customer handling. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the surgeon did not like the fit of the intraocular lens after implantation in the patient's eye. Incision was enlarged to remove the lens, no patient injury.